Manufacturer narrative:
(B)(4). D10: 42522100912: articular surface medial congruent (mc) right 12 mm height use with tibia sizes g-h/cr femur sizes 8-11: 65063106. 42532007902: tibia cemented 5 degree stemmed right size g: 65434017. 42540200038: all-poly patella cemented 38 mm diameter: 65671691. H6: mechanical (g04): femur. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 3 years post-op, the patient was revised due to femoral loosening. The patient was revised to a different system. Attempts have been made and all available information has been provided.

Event description:
It was further reported that during the revision, the femoral component was tapped free, with a fair amount of bone loss observed due to aseptic loosening and gradual degradation of the distal femur. The tibial component was better fixed and was removed with minimal bone loss. Femoral, tibial, and polyethylene components were revised without complications. The patella component was noted to be in good condition and therefore retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.